Event description:
Caller states patient reportedly received the following results on the inform system. Lo (less then 10 mg/dl [20:55]); 269 mg/dl (20:57); 479 mg/dl (21:00). Lab value of 193 mg/dl was drawn at 20:09. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.